Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports when using continuous veno-venous dialysis (cvvd) on a patient, the staff could not get the connector off of the tubing to the cvvd machine. The cvvd tubing broke. Later that day, they had the same difficulty with the connector and the catheter connection (adapter) broke. The catheter needed to be removed and replaced.